Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's screen is splitting in half. They were advised to go to backup therapy and replacement device was provided overnight. There was no report of any end-user harm or adverse event associated with this report.